Event description:
The customer reports the unit under delivers. The unit was set up to 20ml and the first time it gave 20ml; the second time it gave 17ml; and the third time it gave 15ml. No patient harm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the pump is under delivering. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.